Event description:
This twenty-seven-year-old female had a screw implanted on 1/2/96. 3/20/96 it was removed for the first revision. On 6/19/96 the screw was again removed. This was a result of a broken screw.